Manufacturer narrative:
Therefore, because intervention was required, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
A doctor claims that the new base rx skus have a lower profile and as a result they are seeing an unwanted eruption of the molars and this is prolonging treatment times for the patients.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.